Event description:
Baxter was notified that one (1) tube was totally detached, as if it had been cut. The problem was detected when removing the tubing from the overwrap and attempting to set it up on the automix machine before filling. There was no patient involvement or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should the disposable be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "the tubing is split at the biggest part where it goes on the machine" was confirmed. However, no assignable cause could be determined. A batch review was not able to be performed as the lot number was unknown.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.